Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Device testing was unable to uncover a high current condition that could explain the rapid decrease of the battery voltage. Bench, temperature, and humidity tests were performed and no anomaly was detected. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed early battery depletion between eri and eos. The device was explanted and replaced. No symptoms were reported.